Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and high impedances were measured. The following impedances were measured: c<(>&<)>0 ¿ 7087 ohms, c<(>&<)>1 ¿ 5482 ohms, c<(>&<)>2 ¿ 6821 ohms, c<(>&<)>3 ¿ 5525 ohms, 0<(>&<)>1 ¿ 2958 ohms, 0<(>&<)>2 ¿ 4440 ohms, and 0<(>&<)>3 ¿ 2983 ohms. All other impedances were under 2000 ohms. The extension had many unusual tight loops and had twisted a lot. The ins had also moved around. Both the extension and the ins were replaced. The patient status at the time of this report was alive with no injury. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with okay telemetry and output. Analysis of the extension with serial number (B)(4) found the outer insulation was twisted.

Manufacturer narrative:
Concomitant products: product ID 37086, serial # unknown, explanted: (B)(6) 2014, product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.